Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (leakage from bending tube) was not confirmed or duplicated. However, it was observed there was a leakage from the bending section cover (a-rubber) due to a pinhole on the a-rubber. In addition, service found the a-rubber was cut, the connecting tube was dented, the scope cover was dented, the grip was scratched, the bending angle was out of specification, and the plastic distal end cover was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a leakage from the bending tube of the subject device. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the IFU recommended reprocessing steps were not performed completely due to leak from the device, which made foreign material remain at/around the forceps elevator. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.